Event description:
A report was received that a patient was unable to charge the ipg after being involved in a car accident. A review of the patient database did not reveal any anomalies. The patient is expected to undergo a pocket revision procedure to reposition the ipg.